Event description:
A customer called and reported they received a "replace sensor" message on day 1 of wear on the adc freestyle libre senor reader. The customer reported they had experienced hypoglycemic symptoms and had contact with an hcp who obtained an unspecified hga1c level and administered glucose (route/amount unspecified) as treatment. There was no report of death or permanent injury associated with this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection of the sensor tail and a watermark was not present. Removed the sensor plug and inspected the plug assembly, no failure mode observed. All results were within specification. No malfunction or product deficiency was identified as the sensor tail was not properly inserted. No further investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called and reported they received a "replace sensor" message on day 1 of wear on the adc freestyle libre senor reader. The customer reported they had experienced hypoglycemic symptoms and had contact with an hcp who obtained an unspecified hga1c level and administered glucose (route/amount unspecified) as treatment. There was no report of death or permanent injury associated with this event. There was no report of death or permanent injury associated with this event.

Event description:
A customer called and reported they received a "replace sensor" message on day 1 of wear on the adc freestyle libre senor reader. The customer reported they had experienced hypoglycemic symptoms and had contact with an hcp who obtained an unspecified hga1c level and administered glucose (route/amount unspecified) as treatment. There was no report of death or permanent injury associated with this event.there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.